Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 had a "device not detected on bus" error. A field service engineer (fse) identified that the main drawer 5.2 was not detected as well and corrected it. The fse logged into hardware test application (hta), verified drawer visibility, ran a firmware update, and restarted the station to complete the repair. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5.1 was not detected on bus and this issue happened on 4west pyxis at midcity. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.